Event description:
The savvy balloon catheter crossed the stenosis in the lower leg without resistance and without friction. The balloon burst during the first inflation, while building up pressure, at around 4 to 5 atm. The balloon was removed from the pt and a new savvy was used. However, the same thing happened. The first balloon had a longitudinal burst and the second had a circumferential burst. When pulling the balloon out, a piece of the balloon got stuck in the lock. There was no pt injury reported.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of this lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.